Manufacturer narrative:
(B)(4).

Event description:
This complaint is being generated for a finding found during the investigation. While the device was being investigated it was found that there was a leak from the bifurcate. As a result, another complaint was generated to reflect the new finding.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The complaint of iab leak suspected is confirmed. An external helium leak was confirmed from the iab bifurcate during functional testing. The root cause of how the leak on the bifurcate occurred is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
This complaint is being generated for a finding found during the investigation. While the device was being investigated it was found that there was a leak from the bifurcate. As a result, another complaint was generated to reflect the new finding.